Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional (hcp). The hcp indicated that an appointment was scheduled and assessment of the device was done. Patient would be seen on (B)(6) 2018 for follow up on the device with the manufacturer's representative (rep). The hcp noted that the issue would be resolved in upcoming appointment or would be attempted. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
Date of the event: (B)(6) 2017 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for essential tremor and movement disorders. It was reported that patient was having trouble connecting with their recharger and programmer would not connect. It was stated that patient had hip replacement last (B)(6) 2017 with a number of complications and went 5-6 months without charging and the unit was now over discharged. Th patient was to follow up with the health care professional (hcp). No further patient complications were reported/ anticipated as a result of this event.